Event description:
Patient reported their lap-band system "has a leak". The problem was first noticed when the patient "was losing restriction, was able to eat more, and was gaining weight." The lap-band system remains implanted.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info has been requested regarding event and product details has been requested. No add'l info is available at this time.